Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report received. Reported filing on behalf of her mother alleges she had a total knee replacement in 2015, and has been suffering since the surgery. Side effects experienced by her mother include pain, swelling, discomfort, ambulation difficulties which affects her ability to perform her daily living activities, alteration of her mental status clicking and popping sound from her knee,"she feels leg gives away". Reported advised her mother had allergy testing and was hypersensitive to nickel, since the implant, there has been a revision about a year ago but no improvement with the symptoms. Doe: (B)(6) 2015.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.